Manufacturer narrative:
(B)(4). S/w ver. 4.11d. Retainer ring = black. On (B)(6) 2021 the customer reported that the unit is overheating. Inserted a test p-cap into the retainer ring, and it locked in place properly. Unit passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests. No battery compartment overheating was noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing or in the power management graph. The adapt tool confirms multiple occurrences of the following alerts/alarms around the event date: 104=low battery alert @ (B)(6) 2021 18:02:00.000, (B)(6) 2021 21:15:00.000, and (B)(6) 2021 23:15:00.000--these alerts are within the expected interval of 2 weeks of one another. The adapt tool also confirms that the following pump errors took place around the event date: pump error 53 (filenumber = 2005, linenumber = 5632) @ (B)(6) 2021 03:53:57.000 and (B)(6) 2021 03:57:35.000. The case was cut open. After visual inspection, there is corrosion in/around the following: battery compartment, battery board. Did not note any signs of previous moisture presence or corrosion on any of the other boards, assemblies, and the motor inside the unit. In summary, the customer¿s report that the unit is overheating was not confirmed during testing; however, the unit fails due to the signs of previous moisture presence inside the battery compartment and on the battery board underneath it. The pump error 53 (filenumber = 2005, linenumber = 5632) is due to a software error. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was over heating. No harm requiring medical intervention was reported. The customer will continue use of the device.